Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 545 mg/dl. The customer reported having high blood glucose levels ranging from 122 mg/dl to 301 mg/dl. The customer had symptoms of hurting back and moody. The customer treated with the insulin pump. The customer declined to troubleshoot the issue. The customer treated with a manual injection. The customer¿s current blood glucose level was 401 mg/dl. The insulin pump will be returned for analysis.